Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the to fix the issue, the fse replaced the fill manifold, the polyurethane tubing, the m luer, the hose barb, the purge valve assembly, the safety disk assembly, the crm assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.